Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was experiencing anterior knee pain, suffered fall, all components pulled. (Tibia component was loose after the poly was removed). Optically, on film it looked as though the patient had a patella fracture. Not sure if this was related to her fall.